Manufacturer narrative:
(B)(4) ¿ urinary problems. Corrected narrative: it was reported that the patient underwent a gynecological procedure and meshes were implanted on (B)(6) 2006 and (B)(6) 2007 due to sui. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced infection, urinary problems, bleeding and dyspareunia. It was reported that the patient underwent removal of two meshes on (B)(6) 2013 due to persistent pain and dyspareunia. No additional information was provided.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).